Event description:
It was reported patient experienced shocking of jolting sensation when he moves certain ways, for the past few months. Impedance readings were done in sitting, lying and standing positions and all were normal. The patient reported no falls had occurred and there were no changes in stimulation coverage. The patient was evaluated by the hcp who will monitor the situation.